Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the customer noted a fiber-optic sensor module failure after the intra-aortic balloon (iab) was connected. The pressure waveform and indices were still present on the iabp. The iabp will be changed and taken to the biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the customer noted a fiber-optic sensor module failure after the intra-aortic balloon (iab) was connected. The pressure waveform and indices were still present on the iabp. The iabp will be changed and taken to the biomed. No patient harm, serious injury or adverse event was reported.